Event description:
Procedure type: unk. According to the reporter: balloon ruptured, the piece was retrieved from pt. Sales rep stated that there was tissue damage or pt injury reported due to the balloon had to be retrieved from pt. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. No add'l info available at this moment.

Manufacturer narrative:
(B)(4).